Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at (B)(6) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 the patient reported that he heard the pump alarm on (B)(6) 2019. The pump was supposed to be refilled on (B)(6) 2019, but he found out recently his hcp was no longer available to refill the pump. The pump ran out at the end of (B)(6). He was directed to contact another hcp¿s office and had, but he hadn¿t heard back from them yet. He had also called his family doctor and hadn¿t heard from them either. He was needing an oral medication prescription. He stated that he was sick for a month and half with the flu bug and stomach bug, but his sickness was unrelated to his pump therapy. No device related symptoms were reported. He was calling for physician listings to find an hcp that would refill his pump. No further complications have been reported as a result of this event.